Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is no documentation to show that the patient was utilizing any fresenius product(s) prior to hospitalization for peritonitis, therefore a temporal relationship cannot be established between the peritonitis and any fresenius product(s). There is no documentation that this is a fresenius patient based on records search. There is no allegation of a machine malfunction or cassette leak related to the event. There is no information about the culture results or if the patient follows proper aseptic technique. Based on the limited information received, a cause of the peritonitis cannot be established, however, the liberty cycler and fmc cassette can be excluded as a cause of the adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported that patient was hospitalized for peritonitis and had catheter removed. The patient is doing hd treatment. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.